Manufacturer narrative:
(B)(4) ¿ additional information received new information regarding the device lot number and the microcatheter that was used during the procedure. In this event the user did not follow the instruction for use. Per echelon microcatheter instructions for use: "contraindicated for use with onyx liquid embolics."

Event description:
Additional information was received that the catheter became entrapped with approximately 4cm of onyx reflux, which approximately 4cm of the distal end of the catheter broke upon removal and remains in the patient. The vessel was not tortuous, and there was no vasospasm. It was initially reported per the source documents, that a marathon microcatheter was used during the procedure, however follow-up information received reports that it was an echelon microcatheter.

Manufacturer narrative:
This report was created to capture intraprocedural events related to the marathon. The device will not be returned for analysis as it was implanted. The device lot number was not provided. The tight stenosis in the left ica anatomy likely contributed to the catheter related dissection and arterial rupture. However, the cause of catheter stuck, broken, occluded following onyx injection was not provided. There was no report of catheter entrapment by onyx. Details of the event was not provided. The related onyx device is reported in MDR MFR# 2029214-2015-05136.

Event description:
Medtronic received a report from imaging corelab that a patient who underwent onyx embolization procedure, experienced a dissection and arterial rupture related to catheterization and the catheter stuck, broken, occluded following the onyx injection. However, the physician did not provide any further details and reported this complication had no clinical consequence. The patient was diagnosed with a left parietal-occipital intraparenchymal hematoma and thrombophlebitis of the anterior half of the superior sagittal sinus associated with a dural fistula of the superior sagittal sinus. Angiogram also showed a tight stenosis of the left internal carotid artery. The patient underwent onyx embolization of the fistula. The frontoparietal branch of the middle meningeal artery was catheterized up to the nidus by a marathon microcatheter using two bottles of onyx. The control showed that the fistula had been completely eradicated. There was no further influx from the right and left internal carotids. A control arteriography, performed the next day, proved satisfactory.